Event description:
According to the literature, a retrospective study compared the factors associated with anastomotic leak following ivor lewis esophagectomy for the surgical treatment of esophageal cancer between january 2018 and september 2024. It was noted that the esophagogastric anastomosis was created in an end to side fashion with a circular stapler. There were 208 patients included in the study and anastomotic leak occurred in 16 patients, including death.

Manufacturer narrative:
Yap, c., warner, r., hoefnagel, a.l., shah, s., mongan, p.d., awad, z. Association of perioperative patient characteristics, intraoperative fluid management, and vasopressors with anastomotic leakage after ivor-lewis esophagectomy¿a single center retrospective cohort. Surgical endoscopy (2026) 40:3425¿3434. Https://doi.org/10.1007/s00464-026-12619-6. D10 concomitant product: eeaxl25 eea xl 25mm-4.8sgl use stapler, (serial#: unknown), eeaorvil25 eea orvil 25mm accessoryx3, (lot#: unknown); eeaorvil25 eea orvil 25mm accessoryx3, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.